Event description:
It was reported that indication for use was hypotension, triple vessel disease s/p arrest. Intra-aortic balloon ('iab') was prepped per instructions for use. One way valve in place, negative prep by pulling full syringe & plunger removed "champagne pop." Access to right femoral artery uneventful. The spring wire guide ('swg') placed, super arrow-flex (saf) sheath & dilator inserted over swg without incident. The iab threaded over the swg. Resistance was met while iab was in the sheath. At this time, the second attending md took over & was able to advance the iab further; however, was not able to fully insert (iab was 2/3 into sheath at this time). Fluro visualization of vessel displayed straight shot, per md, no kinks noted on fluro. The iab was removed out of the sheath & saf sheath was removed over swg. The teflon sheath & dilator inserted over the swg, dilator was removed. The same iab to be inserted was wrapped & clinician gave an additional negative prep. The iab was threaded over the swg & into the teflon sheath without incident. The md sated that there was no resistance & iab was placed in the patient ('pt').connection to pump was competed without incident & iab therapy was started without incident. There was no harm to pt due to the delay in treatment. There was a small amount of blood oozing from the right femoral site. Pt had a CT scan of pelvis on (B)(6)2010, no blood noted. Right groin site is soft & intact per nursing staff. Additional info received on 2/5/2010 by the sales rep stated during the first iab insertion, "there was not bunching of iab noted from my view point at the table." After iab was successfully inserted, the saf sheath was examined & there were no "obvious kinks" in the sheath.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.